Event description:
Pt reported that back to back test readings on the ss meter using separate finger sticks were 410, 286 and 480 mg/dl (49% difference). Pt experienced nausea and dizziness at the time tests were performed. Unable to reach pt by phone to follow-up. Letter sent to pt requesting that the pt contact lfs. The meter was replaced. There was no allegation of harm.